Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('inner essure coil was removed in its entirety. Outer coil was then removed completely without difficulty') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 4. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergy - rash"), skin disorder ("skin condition"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea"), visual impairment ("vision problems"), degenerative bone disease ("bone degeneration") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, dermatitis allergic, skin disorder, allergy to metals and vaginal infection outcome was unknown and the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, cystitis, alopecia, tooth disorder, fatigue, nausea, visual impairment, weight increased, hormone level abnormal, degenerative bone disease and gastrointestinal disorder had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, blood disorder, cardiac disorder, cystitis, degenerative bone disease, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, nausea, pelvic pain, skin disorder, tooth disorder, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleeding, blood/heart disorder, allergy-rash/skin condition, nickel allergy, vaginal infection, vaginal discharge, bladder infection, air loss, dental problems, fatigue, gi conditions, nausea, hormonal changes, vision problems, weight gain, bone degeneration. Discrepancy noted in essure insertion date: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful mechanical obstruction of both fallopian tubes. Imaging procedure - on 01(B)(6) 2009: results of confirmation test-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('inner essure coil was removed in its entirety. Outer coil was then removed completely without difficulty') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 4. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergy - rash"), skin disorder ("skin condition"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea"), visual impairment ("vision problems"), degenerative bone disease ("bone degeneration") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, dermatitis allergic, skin disorder, allergy to metals and vaginal infection outcome was unknown and the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, cystitis, alopecia, tooth disorder, fatigue, nausea, visual impairment, weight increased, hormone level abnormal, degenerative bone disease and gastrointestinal disorder had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, blood disorder, cardiac disorder, cystitis, degenerative bone disease, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, nausea, pelvic pain, skin disorder, tooth disorder, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleeding, blood/heart disorder, allergy-rash/skin condition, nickel allergy, vaginal infection, vaginal discharge, bladder infection, air loss, dental problems, fatigue, gi conditions, nausea, hormonal changes, vision problems, weight gain, bone degeneration. Discrepancy noted in essure insertion date: (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful mechanical obstruction of both fallopian tubes. Imaging procedure - on (B)(6) 2009: results of confirmation test-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Lot number, reporters information, lab data, medical history and event inner essure coil was removed in its entirety, outer coil was then removed completely without difficulty were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("allergy - rash"), skin disorder ("skin condition"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea"), visual impairment ("vision problems"), degenerative bone disease ("bone degeneration") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove essure coils - tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, cystitis, alopecia, tooth disorder, fatigue, nausea, visual impairment, weight increased, hormone level abnormal, degenerative bone disease and gastrointestinal disorder had resolved and the rash, skin disorder, allergy to metals and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, blood disorder, cardiac disorder, cystitis, degenerative bone disease, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, nausea, pelvic pain, rash, skin disorder, tooth disorder, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleeding, blood/heart disorder, allergy-rash/skin condition, nickel allergy, vaginal infection, vaginal discharge, bladder infection, air loss, dental problems, fatigue, gi conditions, nausea, hormonal changes, vision problems, weight gain, bone degeneration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: results of confirmation test-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, blood/heart disorder, allergy-rash/skin condition, nickel allergy, bladder/urinary problems-vaginal infection, vaginal discharge, bladder infection, other injuries/symptoms-hair loss, dental problems, fatigue, gi conditions, nausea, hormonal changes, vision problems, weight gain, bone degeneration were added. Outcome of event dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, general abnormal bleeding, blood/heart disorder, vaginal infection, vaginal discharge, bladder infection, hair loss, dental problems, fatigue, gi conditions, nausea, hormonal changes, vision problems, weight gain, bone degeneration were added as recovered/resolved. Case is now incident. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.